Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to an ultrasound guided lung biopsy procedure through normal density tissue, the device packaging was allegedly found to be contaminated. A coaxial needle was used, and the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows a device packaging in which a hair like foreign material was noted inside the packaging. Therefore, based on the photo review the reported device contaminated with foreign material can be confirmed. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2025), g3, h6 (method). H11: e1, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to an ultrasound guided lung biopsy procedure through normal density tissue, the device packaging was allegedly found to be contaminated. A coaxial needle was used, and the procedure was completed using another device. There was no patient contact.